Event description:
It was reported that the catheter dislodged. An MRI was done and the catheter was no longer in the intrathecal space but was in the epidural space. A revision was done on the day of the initial report, it was noted that the healthcare provider (hcp) could not get the catheter out, so it was just tied off and a new catheter was placed. The patient experienced "less therapy." The device system was used to infuse morphine and baclofen. It was later added that the medication was believed to be compounded baclofen and morphine. The patient's symptoms were of increased spasticity. The reporter was unaware of further troubleshooting that may have been done and it was confirmed that the hcp wanted to place a "whole new catheter." The reporter was unsure of the patient¿s status.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the operations performed were the implant of a new intraspinal lumbar epidural catheter, the revision of the pump, left anterior abdominal wall, and explant of the abdominal part of the intraspinal catheter. The preoperative diagnosis found that the catheter was nonfunctioning and the pump was floating, which was painful to the patient. The patient also had spasticity in the upper extremities. The patient's status was post a cervical spinal fracture and cervical spine fusion. An MRI showed that the catheter was epidural in the upper thoracic region and a granuloma might have been forming around the catheter. Patient was given a perioperative antibiotic before being taken to the operating room. When the new catheter was implanted, clear cerebrospinal fluid was seen coming out without difficulty and it was a "nice flow." The surgeon was unable to find the anchoring device for the old catheter even after a radiological attempt, so only the abdominal portion of it was removed. When removing the pump, it was seen that it had gotten out of the nylon mesh in which it had been implanted. Additionally, the anchoring devices which were used to anchor the pump had gotten out of the anchor areas. After the pump was removed and mesh was dissected out, the pocket was obliterated with two sutures as it was so deep that it had reached the groin area. A small amount of scar tissue was removed. The pump was washed and reimplanted in the remaining part of the pouch. At that time, aspiration was possible from the access port without difficulty. The pump was anchored to the fascia and scar tissue. After closing up the patient, an abdominal binder was applied and the pump was programmed to deliver half of the dose that was previously administered by the pump. In the recovery room, the patient was awake and alert. The plan was to keep the patient overnight and decide the day after whether to discharge him.

Manufacturer narrative:
(B)(4).